Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. The reporter confirmed that the vibratory feature was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: on investigation, the pump powered on with no functioning auditory tones. The pump was opened for investigation and revealed a cracked solder joint on the audio tone module. Investigation determined the cracked solder joint was the cause for the absent audio tone function.